Manufacturer narrative:
A ge rep evaluated the system and repaired a faulty contact on the monoblock. System operates as intended.

Event description:
The customer reported the system displayed an error message and could not produce x-rays. No pt injury was reported.